Event description:
It was reported that the smartpass filter was off involving this device. The patient received an inappropriate shock as well. A request for device data review was needed. A review of the device data by technical services (ts) noted that a high impedance error code was seen. Ts discussed evaluating the integrity of the system to ensure no connection issue was present. Further engineering review noted that given the short time after implant, this could be due to air entrapment, however some of the artifacts were sharp, and could be due to under-inserting of the electrode. Additional information noted that there was no connection issue confirmed in this case and impedance values were within range. The patient was seen for an extra follow up and it was possible to interrogate the device and perform isometric exercises and pocket manipulation. The sensing was selected as the primary vector. X-rays were also performed and will be sent for further analysis. No adverse patient effects were reported. This device remains implanted.